Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
While inspecting the loan kit, clinical education specialist spine and the kit room staff noticed that the taps were showing damage. It is unknown when the products got damaged. The products were replaced and are available for investigation.